Event description:
It was reported the patient underwent a leadless pacemaker (lp) implant. The next day, the lp was interrogated, and it was noted the capture threshold was elevated and had intermittent capture. A chest x ray showed the device had dislodged and migrated to the septal leaflet of the tricuspid valve. The lp was successfully retrieved and replaced. There were no patient consequences.